Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint could not be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 7 years post implantation the patient had gluteal issues and a malrotated arcos stem, with a leg length discrepancy. The length of the discrepancy was unspecified. The surgical technique was followed, and there were no signs of loosening or subsidence. The old stem was removed, and a new arcos stem was inserted. There was no surgical delay and no contributing conditions related to the event. Though requested, no additional information was received.

Manufacturer narrative:
(B)(4). D6a: implant date: the device was implanted sometime (B)(6) 2016. G2: foreign: country: australia. Multiple MDR reports were filed for this event, please see associated report: 0001825034 -2023 -02036. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.